Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient had replacement surgery on (B)(6) 2014. The lead and battery were replaced. The lead was completely removed (the manufacturer's representative had said before he thought the patient had two leads however they only had one and it was completely removed. The manufacturer's representative thought device registration was incorrect in listing two leads). There was no device return as the items were disposed of by the facility. The battery was replaced as it was near end of life -no issue. This reporter noted that it was believed the shocking sensation was due to extension connection - one of the two prongs was not plugged in. It was unknown how that occurred. After replacement, the patient was receiving effective therapy with no shocking sensation.

Event description:
It was reported that the patient had painful shocking in the pelvic floor, where she normally feels stimulation, for the two weeks prior to the report date. The shocking was random and no falls or traumas were reported. The patient tried to turn off the stimulation but was unable to do so. A nurse helped the patient turn stimulation down to 0.1v and the patient still felt shocking. It was noted the shocking went away when the stimulation was turned off. Impedances were normal and the battery check showed 120 months left. The manufacturer representative indicated the patient was scheduled for a revision replacement. Diagnostic imaging and impedance rechecking were recommended. The patient outcome is unknown. Further follow up is being conducted to obtain this information. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v434656, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v434656, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).